Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from (B)(6): "finding: in the body of the syringe there is evidence or contamination in the plastic."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes d.9. Returned to manufacturer on: 28-jun-2022 h.6. Investigation summary: one 10 ml syringe with reference 302499 and lot number 1197436 and three photos received by our quality team for investigation. Upon visual inspection, black foreign matter embedded in the plunger is observed. This is embedded burnt material from molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause of foreign matter is associated with the injection of burnt material. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from spanish: "finding: in the body of the syringe there is evidence... Or contamination in the plastic."